Event description:
It was reported that the cadd-solis vip ambulatory infusion pump generated an upstream occlusion alarm during infusion. Although the patient's IV access flushed without difficulty and the pump resumed operation, the patient was required to return to the clinic after the occlusion alarm reappeared. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.